Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose due to bent cannulas. The customer's blood glucose was over 600mg/dl. The customer treated with manual injections. Customer stated the pump has been alarming no delivery. The customer was advised to monitor and call back for further assistance.